Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical support informed the reporter that the scope should be submitted for repair and should not be used. In addition, the reporter was advised to follow their protocol in case of cross contamination. Through communication with the customer, performed by olympus technical support, it was learned the customer incorrectly processed the scope. The scope reprocessing manual provides the following statement: warning: "perform a leakage test on the endoscope after each pre-cleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk."

Event description:
A user facility reported to olympus their scope had failed the leak test and was then reprocessed in the medivator aer and subsequently used on a patient. There was no report of patient involvement and no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation. Upon review of this complaint by the legal manufacturer, the legal manufacturer determined there is no allegation of a malfunction. This was a user inquiry regarding reprocessing practice.